Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 rebel baremetal stent was selected however, it was noted that the stent got "wrinkle" and lost its shape. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The stent is damaged 3mm from the proximal end of the stent. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 rebel baremetal stent was selected however, it was noted that the stent got "wrinkle" and lost its shape. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.